Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
Received info the lead was not advancing properly upon insertion. When the surgeon removed the lead, it broke. A new lead was implanted. There was no pt injury and pt recovered without sequela. The lead has been returned to MFR for analysis.